Event description:
Implant date: 07/1994. Pt complained of pain. Revision surgery on 02/21/1995 to remove "loose" screws, repair pseudoarthrosis and reinstrument with tsrh. Remaining hardware not reported to have been explanted.